Manufacturer narrative:
Product complaint # (B)(4). Section b5: there was an attempt made to open a left m2 ¿bolt¿ occlusion in combination with a 4mm x 20cm neva stent retriever. The embovac aspiration catheter (ic71132ca/30555838) could be advanced to the m1. The first attempt could be performed without any problems, but on the second attempt the embovac was completely unstable in the distal area and had to be exchanged. The surgery was delayed 10 minutes due to the event. The event did not result in any consequence or injury to the patient. It was reported that the procedure was successfully completed. Excessive force was allegedly not applied to the device. There was no break in the device integrity. The device had not been advanced or withdrawn against resistance. There was an adequate flush maintained through the devices. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that the patient presented with a left proximal middle cerebral artery (mca) (m2 segment) occlusion with associated acute ischemic stroke and subsequently underwent an endovascular mechanical thrombectomy procedure. There was an attempt made to open a left m2 ¿bolt¿ occlusion in combination with a 4mm x 20cm neva stent retriever. The embovac aspiration catheter (ic71132ca/30555838) could be advanced to the m1. The first attempt could be performed without any problems, but on the second attempt the embovac was completely unstable in the distal area and had to be exchanged. The vessel was opened after the first attempt but closed again after a short time. This occurred a total of four times; each time they tried to open the vessel with the neva stent retriever without success. On the fifth pass, the operator decided to utilize a 4.5mm x 28mm nimbus gce revascularization device (gce4528/21b118av). After the first pass made with the nimbus gce, control angio revealed a vessel dissection, which resulted in complete occlusion of the left mca. It was further stated that ¿advancing the nimbus [gce] was problem-free, retracting it was a little more difficult, but no hacking¿. The intervention had to be terminated ¿unsuccessfully¿ after the dissection. The surgery was delayed 10 minutes due to the event. Excessive force was allegedly not applied to the embovac. There was no break in the device integrity. The device had not been advanced or withdrawn against resistance. There was an adequate flush maintained through the devices. The procedural imaging was reviewed by an independent physician and the assessment reads as follows: "the first image shows a clear occlusion of the distal left m1 which appears opened in the second image. Nevertheless, there is no full recanalization with also a radiolucency in the bitrifurcation, and a new thrombectomy in the left m2 is performed. The image after this attempt shows vasospasm visible in the proximal and distal m1 and proximal m2 segments. A clear occlusion proximally is seen which can be the result of either extensive vasospasm or a dissection. The subsequent images don¿t seem to improve and in the end there seems to be contrast accumulation in a widened structure/subarachnoid space, with later a full occlusion of the distal m1. The additional procedures after the second thrombectomy may have damaged the vessel wall due to the already present vasospasm. It can not be excluded that the damage was further aggravated by the various attempts and thereafter using the nimbus in a previously dissected/damaged vessel. With only still images available it is hard to understand the real chronology of the events that occurred." The product was returned to cerenovus for evaluation. Visual inspection and dimensional testing were conducted on the returned device. Visual analysis of the returned 132cm embovac 71 asp. Catheter revealed that the braided mesh is stretched and compressed, these conditions could be related with the customer complaint regarding ¿catheter (body/shaft) - inadequate support¿. Procedural and other factors such as device interaction and device manipulation may have contributed to the finding; however, this cannot be conclusively determined. Based on the findings during the analysis, the customer complaint was confirmed. During the dimensional testing it was noted that the ID and od of the 132cm embovac 71 asp. Catheter are within specification. A manufacturing record evaluation was performed for the finished device 30555838 number, and no non-conformance was found during the review. Vasospasm, dissection or perforation, and stroke are known potential adverse events associated with the use of catheters or with the endovascular procedures and are listed in the embovac IFU as such. Vasospasm at the proximal and distal m1 and proximal m2 was noted on medical review of returned imaging. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Assignment of root cause for the event remains speculative and inconclusive. However, it is possible that patient and procedural factors, including vessel characteristics, clot burden, device selection, and mechanical manipulation of devices within the artery may have contributed to these events. The severity of the vasospasm is unknown and appears to have occurred during procedural use of the embovac aspiration catheter. A flow-limiting intracranial artery dissection with consequent cerebral infarction is considered a serious injury, and the relationship of the embovac to the reported event cannot be disassociated. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a healthcare professional that the patient presented with a left proximal middle cerebral artery (mca) (m2 segment) occlusion with associated acute ischemic stroke and subsequently underwent an endovascular mechanical thrombectomy procedure. There was an attempt made to open the occlusion with the combination of a neva stent retriever (vesalio) and embovac (unknown product code & lot number) aspiration catheter. The vessel was opened after the first attempt but closed again after a short time. This occurred a total of four times; each time they tried to open the vessel with the neva stent retriever without success. On the fifth pass, the operator decided to utilize a 4.5mm x 28mm nimbus gce revascularization device (gce4528/21b118av). After the first pass made with the nimbus gce, control angio revealed a vessel dissection, which resulted in complete occlusion of the left mca. It was further stated that ¿advancing the nimbus [gce] was problem-free, retracting it was a little more difficult, but no hacking¿. The intervention had to be terminated ¿unsuccessfully¿ after the dissection. No further information was provided at the time of complaint initiation. The procedural imaging was reviewed by an independent physician and the assessment reads as follows: "the first image shows a clear occlusion of the distal left m1 which appears opened in the second image. Nevertheless, there is no full recanalization with also a radiolucency in the bitrifurcation, and a new thrombectomy in the left m2 is performed. The image after this attempt shows vasospasm visible in the proximal and distal m1 and proximal m2 segments. A clear occlusion proximally is seen which can be the result of either extensive vasospasm or a dissection. The subsequent images don¿t seem to improve and in the end there seems to be contrast accumulation in a widened structure/subarachnoid space, with later a full occlusion of the distal m1. The additional procedures after the second thrombectomy may have damaged the vessel wall due to the already present vasospasm. It can not be excluded that the damage was further aggravated by the various attempts and thereafter using the nimbus in a previously dissected/damaged vessel. With only still images available it is hard to understand the real chronology of the events that occurred."